Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not audible alarming although it's displaying proper alarms on the screen. No harm or injury was reported. It was later discovered that the audio cord was disconnected form the unit, and once they re-connected it, the audible alarms were working again. Attempt #1: on 08/25/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received.

Event description:
The customer reported that their central nurse's station (cns) is not audible alarming although it's displaying proper alarms on the screen. No harm or injury was reported. It was later discovered that the audio cord was disconnected form the unit, and once they re-connected it, the audible alarms were working again.